Manufacturer narrative:
Device disposed of by user.

Event description:
This was a lead extraction performed in the o.r. To remove a total of 2 pacing leads (ra, sjm (B)(4) & rv, sjm (B)(4)) due to an acute pocket infection with erosion. The patient was prepped with an arterial line, fluoroscopy & tee in use and blood products in room. Both leads were cut and lld-ezs inserted to the distal tip of the leads. The md began lasing with a 12f sls ii and outer sheath, switching between the ra and rv leads. The md upsized to the 14f sls ii and outer sheath, lasing to the distal tip of the rv but the lead failed to release from the heart wall. The md returned to the ra lead lasing with the 14f sls ii and outer sheath but was unable to advance past the proximal coil. Seeing the proximal coil elongating on fluoroscopy the md upsized to the 16f sls ii without the outer sheath. Lasing was successful beyond the coil, gently performing mechanical countertraction with minimal lasing, successfully extracting the ra lead. After extracting this lead, the patient's abp slowly began to decline, the tee confirmed an increase in the pericardial fluid. An immediate sternotomy was performed, controlling the bleeding within 3 minutes. A perforation in the ra was repaired without needing to place the patient on bypass. The md returned to the rv using the 16f sls ii and countertraction to successfully extract the lead. The patient was closed, stabilized and transferred to the ICU for recovery. No devices were retained for return analysis as they were disposed of after use by hospital staff. An internal lhr review was performed and no issues or nonconformances were noted.